Manufacturer narrative:
Continuation of concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-apr-2017, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving fentanyl 1000 mcg/ml for a total dose of 50 mcg via an implantable pump for spinal pain. It was reported the patient felt as if they were not getting good pain relief for an unknown amount of time. Factors that may have led or contributed to the issue were unknown. Diagnostics/troubleshooting included the healthcare professional (hcp) was unable to aspirate from the catheter during a dye study. A revision surgery was performed. The hcp was unable to aspirate the old catheter again. The hcp decided to replace the catheter. The hcp also decided to replace the pump as it was already past half its life and wanted to get the patient a pump with updated features. After connecting the new system, the hcp was able to aspirate 1ml from the catheter access port(cap). It was noted that surgical intervention did occur as the catheter was explanted and replaced and will be returned for analysis. It was noted the issue was resolved at time of report and the patient's status at time of report was "alive- no injury." The patient's weight was unknown (asked and will not be made available). The patient's medical history was unknown (asked and will not be made available). The event date was asked, but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found no anomalies. Analysis of the implantable intrathecal catheter (B)(4) found no anomalies. If information is provided in the future, a supplemental report will be issued.